Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused dizziness, high blood pressure, fell three times and an aneurysm. The patient did not report receiving any medical intervention. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused dizziness, high blood pressure, fell three times and an aneurysm. The patient did not report receiving any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An visual inspection was performed by the manufacturer. The manufacturer found grey dust-like contaminant on air outlet of rear panel, indeterminate brown contaminants on outside of top enclosure, sticky substance on top enclosure in accessory module port, white dust-like contaminants and hair-like objects on top of blower box, indeterminate black object inside bottom edge of rear panel, black object is not consistent with findings of degraded sound abatement foam, dust-like contaminants and hair-like objects inside bottom enclosure. The manufacturer also found white dust-like buildup around edges of air inlet of blower box, white dust-like contaminants and indeterminate brown flake on top of blower, signs of liquid ingress on bottom of blower and within blower box. The device's downloaded event log was reviewed by the manufacturer and found one instances of the following error code e-223, e-226. The manufacturer concludes evidence of sound abatement foam degradation or breakdown. The maufacturer also confirmed the presence of various contaminants and signs of water ingression within the airpath, which is likely of external origin and not consistent with originating from a device failure. In the initial report codes for clinical symptoms of blindness in left eye, sleep deprivation-related falls causing head trauma, neurological issues including violent outbursts were not mentioned which has been updated in this report. Section d9, g3, h6 has been updated / corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused dizziness, high blood pressure, fell three times and an aneurysm, clinical symptoms of blindness in left eye, sleep deprivation-related falls causing head trauma, neurological issues including violent outbursts. The patient did not report to receive medical intervention. The reported event of dizziness, high blood pressure, fell three times and an aneurysm, clinical symptoms of blindness in left eye, sleep deprivation-related falls causing head trauma, neurological issues including violent outbursts and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2021-07732-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.